Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Healthcare professional additionally reported rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on radius side assessed, as surgical impact (shell thickness was within specification). Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: stress marks observed, creases were observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade iii. Healthcare professional additionally reported, rupture. Device has ben explanted and replaced.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade iii. Healthcare professional additionally reported, rupture. Device has ben explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.